Event description:
Pharmacy technician hooked up the pharm-assist tubing to the pharm-assist. Sterile water was hooked to the spike of the tubing. Upon starting the pharm-assist, the fluid was spurting out from the red end of the pharm-assist tubing that attached to the rotor. The tubing was replaced with new and the problem tubing was saved.